Event description:
The home patient (hp) reported feeling overfilled while using the homechoice cycler for apd therapy. The hp relates that during the initial drain at the start of the apd therapy, patient did not have a high volume of fluid in the peritoneum during the initial drain as patient typically does. The hp had previously related this information to the healthcare professional (hcp), who instructed the hp to bypass the initial drain phase if necessary. According to the hp, patient did not wait for cycler to drain out the remaining fluid from the peritonuem but immediately bypassed the initial drain. The cycler was advanced into fill 1 and the hp received the programmed fill volume of 2500mls. After receiving the fill 1, the hp felt overfilled and contacted baxter operational support for further instructions. The hp was placed into a manual drain and 1004mls was removed. According to the hp, patient continued therapy and has had no further difficulties using the homechoice cycler. The hp relates there was no patient injury or medical intervention as a result of this incident.